Manufacturer narrative:
The medical center in japan discarded all product at explant. No benchtop analysis to root cause is possible. A request for more clinical information and imaging has not been met. The manufacturer will close the investigation but, will file a final report should more be shared that leads to a root cause of the cardiac tamponade.

Event description:
The medical team in japan had an impella cp support initiated after a balloon pump (iabp) for care escalation. After 16 hours the patient expired on the support. The patient had suffered a tamponade but, the causality was not known. The unknown relationship of the tamponade and the impella causing the tamponade can not be denied.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.